Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing. Technical services (ts) reviewed and stated that there was oversensing with no pauses greater than 2 seconds. The patient was asymptotic. Boston scientific representative raised automatic gain control (agc) to 0.8mv. This device remains in service. No adverse patient effects were reported.